Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using a penumbra smart coil (smart coil). During the procedure, a smart coil would not advance at all within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Further evaluation revealed a kink and fracture in the pusher assembly, and a detached embolization coil. If the pusher assembly is forceful advancement against this resistance, damage such as a kink and fracture may occur near the pusher assembly mid-joint. If the fractured segments are separated, the pull wire may retract out of the ddt and result in the embolization coil detaching from its pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.